Manufacturer narrative:
This device will not returned be to olympus for evaluation. Troubleshooting was performed over the phone and the customer determined the wrong input had been selected. This investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.

Event description:
The customer reported to olympus, during preparation for use their video system center had the following reportable event; is not outputting on bayonet neill¿conceplan cable (bnc), no image. There was no patient harm, procedural delay or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Correction field: d10 (name of concomitant). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.